Event description:
A surgical technician reported that the cassette was not irrigating properly during a cataract with intraocular lens implant procedure. The cassette had primed successfully, however there was weak continuous irrigation at the beginning of the case (during sculpt). The cassette was reprimed, however the tissue did not resolve. The cassette was replaced and the case was able to proceed without further issues. There was only a delay of about one minute to exchange the cassette. There was no harm to the patient.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).